Event description:
The device was returned to the manufacturer. It was removed prior to cremation. The return paperwork did not suggest or question a malfunction. No information regarding the date, cause of device relationship to the patient's death was provided. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Other, catheter. Final pump analysis revealed battery depletion end of life - no significant anomalies. Final catheter analysis of a 2.8cm segment including the pump connector revealed a non standard non conformance. The catheter has a slice cut on the pump connector.